Manufacturer narrative:
There were a total of seven (7) arsenal set screws returned for evaluation. All seven (7) are the same product part number/description but contain four (4) unique identifying lot numbers. Lot sm64990 (1 piece) manufactured 11/2/2016, lot sm64987 (2 pieces) manufactured 10/27/2016, lot sm63102 (2 pieces) manufactured 2/3/2016, lot sm63368 (2 pieces) manufactured 8/23/2016. The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted on (B)(6) 2017 to remove & replace an arsenal construct which was implanted on (B)(6) 2016 as a replacement to a competitor's product line. Post- op x-rays found the set screws located at top of the construct had disengaged/backed out from the polyaxial screw body and allowed the rod lifted out of position.

Manufacturer narrative:
An evaluation of the returned arsenal construct found that the explanted polyaxial screws contained witness marks on the 30° surface of the buttress threads. In addition, there was also evidence of wear on both the major diameter and 30° surface threads. The corresponding set screws also exhibited witness marks along with wear on the major diameter and a "starburst" pattern on the distal surface. The wear patterns noted on the affected product are indicative of a binding condition between the set screw and the mating polyaxial screw. It is possible to replicate this binding condition when the set screw is final tightened on a rod that is not fully normalized in the polyaxial screw. The binding condition leads to insufficient transfer of torque to the axial clamping force on the rod which may result in set screw back-out.